Manufacturer narrative:
Concomitant products 407645 lead implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at highest outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.